Event description:
Patient's home health nurse is reporting that the curlin pump keeps erroring out and giving invalid field on the screen. Hhrn confirmed she is not trying to edit or alter the program. Hhrn is just trying to turn the pump on and review the program prior to starting but pump will not let her select anything, just keeps giving the error. Hhrn has already started the patient's infusion via gravity today. Advised we will replace pump with maintenance. Confirmed no missed dose and no side effects experienced by patient due to faulty pump. Faulty pump in possession and able to be returned to (B)(6). Replacement pump, manual, and return box added to profile, psr scheduling order for replacement. No further information to provide at this time. Diagnosis for use: nonfamilial hypogammaglobulinemia.